Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (s/n (B)(4) failed while being used in the autopulse platform (s/n 33926). The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery.

Manufacturer narrative:
Supplemental MDR was generated to retract the initial MDR that was submitted for the autopulse platform (s/n (B)(6). Based on the received additional information from the customer, the autopulse platform functioned as intended with other autopulse li-ion batteries. There is no malfunction with the autopulse platform.